Event description:
It was reported that the ilet charging pad stopped charging the pump, while the pump continued to charge when placed on third-party charging pads, and a replacement charging pad was sent. Symptoms included no patient symptoms. Outcomes included no clinical impact. Investigation included customer interview and distribution of a replacement accessory. Investigation of this case revealed a suspected malfunction of the ilet charging pad accessory consistent with a failure to charge, with no impact to pump function as evidenced by successful charging on alternate pads. It was concluded, based on previously established findings for similar reports, that the cause was likely an accessory malfunction due to component or wear-related failure.